Manufacturer narrative:
Pr#: (B)(4). H3 and h6: a follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device had an intermittent power supply failure.